Manufacturer narrative:
The device was used in treatment. During the tka procedure, the system exited to launcher from non-stress rom screen. Case log files were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the navio unexpectedly exited to launcher from non-stressed rom screen.

Manufacturer narrative:
First case was reported under 3010266064-2020-00854.

Event description:
It was reported that in right legion tka, the exact same error took place in two cases. During the unstressed rom the navio kicked out of the case back to the case information screen. Went back into the case and had to restart from the beginning in both cases. After the initial boot out, proceeded with the case.